Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The complainant had a impella cp placed in the community for the support of a critical patient with a lv rupture. The patient was transferred to the tertiary center for surgical intervention and placement of a impella 5.5 pump. It was reported that the pump attempted to cross valve wirelessly with success. However, unable to torque pump into a deep mid ventricular position that would allow the outflow of the 5.5 to sit in the ascending aorta and not the graft. The surgeon attempted to reposition the impella but damaged one of the aortic valve leaflets in the process. Impella 5.5 was removed and surgeon decided to go back on bypass and arrest for aortic valve replacement. Goal was to move the aortic cannulas to the groin follow aortic valve replacement to make room for impella graft, however, after valve replacement, surgeons attempted to dry out patient and come off bypass multiple times without support and with no success. Patient was emergently recannulated for bypass and transferred over to venoarterial extracorporeal membrane oxygenation to recover over night in intensive care unit.

Manufacturer narrative:
The investigation of positioning issues and heart valve damage has been completed. The impella device was not returned for evaluation. Positioning issue: the root cause of the positioning issue was most likely use-related as evidenced by issue occurrence during repositioning with no outlined patient or device related abnormalities. Heart valve damage: no patient anatomy issues or evidence of excessive force or issue related to catheter anchor was noted. The root cause of the heart valve damage was unable to be determined because though issue occurred during repositioning, limited clinical information or contributing factors to issue were provided to confirm cause.